Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: device history review: there was no non-conformance regarding this lot. Investigation summary the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual inspection found that truespan 12 degree peek had the implants and suture deployed and completely detached from the deployer. One of the plates was broken. The red trigger was broken and completely loose. The suture had no structural anomalies observed. The white sleeve was cracked at the distal end. As the device show signs of use, the reported complaint of failure without use cannot be confirmed. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the truespan 12 degree peek would contribute to the complained device issue.¿ based on the investigation findings, the potential cause for the device condition is traced to the procedural variables, such handling of the device or product interaction during procedure; it is not unreasonable that during the procedure a portion of tissue blocked the applier needle causing a mechanical obstruction during deployment; this obstruction and the force applied to the trigger are contributive factors of the broken trigger. The potential cause for the cracked condition of the sleeve could be traced to failure to use a malleable graft retractor. As per IFU, it is necessary to use a calibrated probe, measure the width of the meniscal tissue to be repaired and set the adjustable depth. Also, it is important to fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. Fully release the trigger after deployment. During needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging soft tissue, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
Report 2 of 2 for (B)(4). It was reported that during an unspecified surgical procedure while using the truespan 12 degree peek device, when the suture was opened it was found to have trigger damage and another kit was discovered to have firing systems problems. During in-house engineering evaluation, it was determined that the one of the plates was broken, the red trigger was broken and the device sleeve was cracked at the distal end. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.